Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports related to code 100 (accuracy general) for pca is approximately 2.10/million sets.

Event description:
The pt reportedly became oversedated while the device was in use. The pump was set to infuse morphine 1mg/ml, 3mg pca dose with a 10 minute lockout, 4 hour limit not selected. The pt reportedly requested/received 45 mg of morphine in a 6 hour time period. She became sedated with decreased respirations. She received narcan and short term oxygen therapy. She recovered quickly after the narcan and had no adverse sequelae. Hosp investigation indicated the pump was programmed correctly and it infused correctly as programmed. The physician prescription allowed more morphine than the pt could tolerate. She reportedly requested all the medication received. No further info is available.